Event description:
81 yr old black female was undergoing ptca of the left anterior descending coronary artery with a 1.75 burr with perforation of the artery; she required pericardiocentesis, CPR and immediate transfer to the operating room. She rec'd emergent saphenous vein graft placement bypass. She recovered from this and was transferred to rehabilitation on 07/08/99.